Event description:
Md attempted to thread the coil into the microcatheter and the coil would not go through the catheter. Two of the same coil/lot were attempted. Manufacturer response for vascular detachable coil, 4.0mm x 10cm target tetra detachable coil (per site reporter).